Event description:
Patient with metastatic colon cancer to the liver who underwent repeat treatment to the left lobe of the liver in 2002. Patient received 130 gy during an uneventful infusion. In 2002, the patient was admitted to hospital for intractable vomiting and abdominal pain. Patient has been taking prilosec and carafate for confirmed gastric ulcers (reported previously) with initial improvement, but their symptoms were uncontrolled at the time of the admission. In evaluation of their vomiting and pain, the patient was found to have a bowel obstruction. Patient was taken to surgery in 04/2002 for exploratory laparotomy and lysis of obstructing small bowel adhesions. Patient recovered well from that and was observed off parenteral narcotics and was taking their po medications by mouth. Patient was discharged 7 days later.